Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower and system board were replaced to address the issue. In addition of the above evaluation, the device's blower cap, blower chassis, blower bellows, machine flow sensor, muffler assembly, outlet side panel, dual limb cup, cooling fans, fan retainers, tubing system pca, tubing blower chassis, tubing-fi02, tubing-low flow 02 were replaced due to dust and dirt contamination and software version was uploaded, which was not related to the malfunction/issue.